Manufacturer narrative:
The issue was resolved via assistance from the manufacturer.

Event description:
On january 13, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. The case was escalated to the next level of support where the user was instructed to re-link to the sensor. After the sensor re-link, the system appeared to be much more accurate and closer to the bg values. No injury or medical intervention was reported.